Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that their blood glucose readings went up to 400 mg/dl range. Customer stated that they attempted to treat with a correction however the blood glucose readings would not come down. It was noted that the customer did not receive insulin for about six hours. Customer also stated that the sensors are sometimes inaccurate and receives sensor alarms at night. No further information reported.